Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed using artemis, with error c-33 logged on (B)(6) 2025 at 04:44:12 pm. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-33 upon startup, and the erbe log showed errors c-00 and m-b0.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, customer encountered integrated electrosurgical unit (iesu) [erbe] error c-00 and c-33. Prior to calling, customer has power cycled erbe with no change. Error c-33 observed in logs. Technical support engineer (tse) walked customer through a 2 minute hard power cycle of erbe with no change. Other xi system is in use and customer does not have a force triad. The procedure was aborted without patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue occurred during system setup and the patient was not in the room yet. The procedure was aborted with no patient involvement.